Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock became disconnected. Customer was able to successfully reconnect the luer lock and resume insulin delivery. Customer had elevated blood glucose levels (approximately 300 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.